Event description:
It was reported via repair work order that the big wheel could not be disengaged due to malfunctioned dampener and horn weldment, resulting in reduced braking force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.